Event description:
Customer's caregiver who is also a doctor reported that the customer received multiple scan errors while wearing the adc freestyle libre 2 sensor and was therefore unable to check glucose. Customer experienced symptoms of hypoglycemia described as "confused, not feeling well" and was unable to self-treat. Caregiver performed a capillary test and a reading of 2.1 mmol/l was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was reportedly treated with "insulin" injection. Customer also self-treated with food to bring the glucose up. It should be noted that treatment is not consistent with the hcp meter reading and treatment provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver who is also a doctor reported that the customer received multiple scan errors while wearing the adc freestyle libre 2 sensor and was therefore unable to check glucose. Customer experienced symptoms of hypoglycemia described as "confused, not feeling well" and was unable to self-treat. Caregiver performed a capillary test and a reading of 2.1 mmol/l was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was reportedly treated with "insulin" injection. Customer also self-treated with food to bring the glucose up. It should be noted that treatment is not consistent with the hcp meter reading and treatment provided. There was no report of death or permanent impairment associated with this event.